Manufacturer narrative:
On july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation: the returned device, received on august 3rd, 2018, was examined by orthofix srl quality engineering department. The device was subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. The functional check evidenced that the ultrasonic generator for oscar 3, device code os3000 serial number (B)(4), is not functioning properly. The transformer and the inductor l1 are damaged due to hard shocks. The functional test, performed after replacement of the inductor and the ferrite, was successfully passed. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "The complaints form on this case does not provide much information. I understand that an oscar generator 3g129 was sent for servicing in may and was returned on may 25th. During its first use since then, on july 5th, the generator did not function. I understand from the notes that the surgeon continued the operation with what instruments he had; this must mean hand instruments. However, there is no comment about the operation on the complaint report form, so we do not know the outcome. They state that there was no adverse effect on the patient". "It seems that the transformer and the inductor l1 of this oscar generator have been damaged and required to be replaced. When this was done, the system works normally. I wish to be quite sure of the technical report: it states that the generator had received some "hard shocks". This could mean physical damage as might be caused by dropping the generator. Alternatively, and I think that this is what is meant, the box was subject to some strong electrical current which blew the failed components. The suggestion was made that this could have happened during electrical testing. The system was working to specification when it was returned after servicing. The result was that the device did not work and as a result the operation was completed with manual instruments as already described". Final comments: on july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. The results of the technical evaluation concluded that it is not possible to determine univocally the root cause of the problem notified. The medical evaluation evidenced as follows: "it seems that the transformer and the inductor l1 of this oscar generator have been damaged and required to be replaced. When this was done, the system works normally. I wish to be quite sure of the technical report: it states that the generator had received some "hard shocks". This could mean physical damage as might be caused by dropping the generator. Alternatively, and I think that this is what is meant, the box was subject to some strong electrical current which blew the failed components. The suggestion was made that this could have happened during electrical testing. The system was working to specification when it was returned after servicing. The result was that the device did not work and as a result the operation was completed with manual instruments as already described". Considering the information provided, it is not possible to draw any definitive conclusion in regards to the problem occurred. Orthofix srl continues monitoring the devices on the market. Attachment: [2018162_FDA medwatch cover letter_follow up 1.pdf].

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) (university hospitals (B)(6)). Surgeon name: mr (B)(6). Date of surgery: (B)(6) 2018. Body part to which device was applied: hip. Surgery description: other. Patient information: n.a. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "3g129 and instruments came back for servicing in may 2018 and was returned on 25/5. On first use since return on 5/7/18 the generator displayed 'no feedback' error message. Two handsets were repaired on po 3786 in may". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device was not immediately available to complete the surgery: "they managed with the tools/instruments they had". The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative. Report are not available. Copies of the x-ray images are not available. Patient current health conditions: no response. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation: the device concerned has not yet returned to orthofix srl. The technical evaluation will be performed as soon as the device is received. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: mr (B)(6). Date of surgery: (B)(6) 2018. Body part to which device was applied: hip. Surgery description: other. Patient information: n.a. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "3g129 and instruments came back for servicing in may 2018 and was returned on 25/5. On first use since return on (B)(6) 2018 the generator displayed 'no feedback' error message. Two handsets were repaired on po 3786 in (B)(6)". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device was not immediately available to complete the surgery: "they managed with the tools/instruments they had". The event did not lead to a clinically relevant increase in the duration of the surgical procedure an additional surgery was not required. A medical intervention (outpatient clinic) was not required copies of the operative report are not available copies of the x-ray images are not available patient current health conditions: no response. (B)(4).